Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed. In 2007, one day after implant, the pt developed ecchymosis in the groin area; no action was taken. Six days later, the pt experienced a post dural headache that was treated with a blood patch. At approx one week later, the pt was feeling sore; the location was not specified, no action was taken. Two days later, the pt experienced general soreness in his back and abdomen; no action was taken. At about 6 days later, the pt had an incision site lump on his back that was sore; no action was taken. The outcome for the events of ecchymosis, general soreness in back and abdomen, and the incision site lump on back were reported as "ongoing". The outcome for the events of post dural headache and feeling sore were reported as "recovered without sequela".